Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for a biliary stenting procedure on a female patient. After positioning the stent, resistance was felt as the physician unsuccessfully attempted to retract the guide catheter to release the stent. The physician found that the stent was caught by a thread. As a result of the unsuccessful stent release the physician removed the device and the scope from the patient. Upon removal, the inner guide catheter was noted broken, and the distal push catheter was kinked at the distal end. The procedure was completed with another flexima biliary stent system, with no reported patient complications. The patient was reported to be in stable condition at the conclusion of the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.